Event description:
A healthcare professional reported that a patient's flap was too thick when the surgeon tried to lift it in the right eye during the flap creation procedure. The surgeon used scissors to cut the flap because the flap edges were not open. On the third day after the operation, the patient's anterior segment optical coherence tomography examination confirmed that the flap thickness was nearly three hundred microns, preventing the surgery from being completed. The patient is currently waiting for the cornea to heal before undergoing surgery again.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that the patient had a second surgery a week ago and is now in good corneal condition with good vision.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed seventeen treatments without further energy check on that day. The user has to perform an energy check manually at least after one twenty minutes¿. The energy was stable during the whole day. The logfile shows seventeen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).